Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot# combination was conducted with no findings. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
The user facility reported the anchor was already exposed. The following information was provided by the user facility: when the angio-seal poly-foil pouch was opened, the anchor was already exposed. The device was not used. A second angio-seal device was used to successfully achieve hemostasis. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was 5 mm, and the size of the sheath ancillary used was 7 fr. There was no health damage to the patient. Due to the event occurring pre-treatment, there was no blood loss.